Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, without the requested clinical information/documentation, further assessment of the reported recurrent dislocation and subsequent revision approximately 6 years post implantation could not be performed. The root cause could not be fully assessed nor concluded. The patient impact beyond the reported dislocation and subsequent revision could not be determined and it was reported that the current patient status remains unknown. No further medical assessment could be rendered at this time. Should clinically relevant documentation become available the medical investigation task may be re-evaluated. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a hip reconstruction surgery had been performed in 2015, the patient experienced recurrent dislocation of the right hip. A revision surgery was performed on (B)(6) 2021 to address this adverse event: the oxinium fem hd 12/14 32mm +0 was removed with punch and mallet, and the 0 deg xlpe acet lnr 28mm x 52mm was removed from existing cup with liner removal tool. The patient was given prophylactic antibiotics pre and post surgery. No specimens were taken for culture and sensitivity. The follow up condition of patient is unknown and not available.